Event description:
A transtelephonic monitoring check in december 2006 showed a magnet rate of 67.5 ppm. The patient was brought in for follow-up to interrogate the device and establish communi- cation, which was unsuccessful. The device was in back-up mode. Numerous download attempts were not successful and the device could not be interrogated.